Event description:
Additional information was received as follows: it was reported that an endurant aortic cuff 252549 was implanted to treat the proximal type I endoleak. The aortic neck was short in length and the right renal was inadvertently partly covered. Another manufacturer's 6 x 18 stent was implanted in the right renal artery. No additional clinical sequelae were reported and the patient is fine.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 11.5 years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that imaging done recently and revealed a proximal type I endoleak. The aneurysm diameter currently is 51 mm. No intervention was performed and the patient will be monitored. No further information was provided.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); lack of information (unknown cause of endoleak). Conclusion: lack of information (unknown cause of endoleak).

Event description:
Additional information was received. It was reported that the patient¿s follow up scan, approximately six months ago, showed an unknown endoleak was observed. It is possible that the endoleak is either a proximal type I or a junctional type iii endoleak. The contrast leak is seen about 3 cm down from the top of the cuff. Currently, the proximal aortic neck measures 18.9 mm in diameter. The maximum diameter of the aneurysm is 5.3 cm. The left and right external iliac arteries are 8.5 mm in diameter. The patient has a short aortic neck. A repeat study or angiogram was requested for better analysis by the physician. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of returned films 12 years post-implant showed that the stent graft is positioned just below the renals. The ipsilateral limb is in the left iliac, and the contra limb is in the right iliac. There is approximately 2cm of overlap between the cuff and bifurcate. The neck is short and calcified, and a right renal stent has been placed. The proximal stent graft od is 19 x 23mm. The max aaa diameter is 5cm. Contrast is seen in the right side of the proximal aaa sac, at the level of the bifurcate aortic body and cuff, approximately 2cm below the renals. This appears to be a proximal type I endoleak, but cannot rule out a type iii junctional or fabric endoleak. There is good distal sealing in the limbs. The cta slice resolution is 5mm; higher resolution cta's may provide a better assessment of the endoleak.

Manufacturer narrative:
(B)(4). Method, conclusion: film. Results: endoleak. Unknown cause of endoleak. )anatomy related; short proximal neck.